Event description:
A customer contacted beckman coulter inc. (Bec) to report a slow wash buffer leak near the wash buffer reservoir on the access 2 immunoassay system. The customer wore appropriate ppe to handle and clean the leak. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) verified the leak was not originating from within the instrument. Fse noted the fluidics tray was not seated securely within its compartment. The fse cleaned up the leak, reseated the level sensor, and verified the appropriate function of the wash buffer cap release. The fse verified the leak had stopped by priming probes 30 times without any leaking. A definitive root cause for this event has not been determined to date. (B)(4).